Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23-jan-2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes

Event description:
Patient reported having experienced "a lump or thickening in or near the breast or in the underarm area." Patient reported capsular contracture baker grade IV. No treatment or surgical reoperation has occurred, device remains implanted. Side was unspecified, this record is for the left side.